Manufacturer narrative:
The tandem¿s t:slim user guide states that insulin should be at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarm 9s while loading cold insulin into the cartridge. After multiple attempts at reloading the same cartridge, the pump accepted the cartridge without the alarm sounding. The customer could not recall if the blood glucose level was impacted.